Manufacturer narrative:
No system information was supplied by customer. The msds was not reviewed and the customer has a risk management plan in place. Service was not dispatched for this event. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported they noted that the wash buffer bottle on the fluidics tray was empty and they found liquid under the access 2 immunoassay system and onto the surrounding counter. Excess liquid had also spilled onto the surrounding floor. Using personal protective equipment (ppe) the customer cleaned-up the spill with paper towels, and reloaded a new bottle of wash buffer. No harm or injury was reported by the user.